Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that an occlusion alarm on cadd ms3 remodulin pump and states she is unable to place a new subcutaneous site herself. No patient injury was reported.